Event description:
It was reported when the patient is under anesthesia and sp02 is being monitored on mx850 and x3 with a nellorr sp02 socket and a nellcor sp02 reusable finger peg - at the time of the surgeon using diathermy, the sp02 signal is impacted. The pleth becomes a flat line and no numeric is visible. If the diathermy is prolonged, the sp02 drops off the monitor screen completely and many chaotic actions related to troubleshooting to regain the signal occurs, putting the patient at risk with no clear monitoring of sp02. The medical staff indicate that this happens only when the diathermy is in use. No additional information was provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.